Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however, a leak was observed emanating from the split in the extension tubing of the red lumen during pressurization. A microscopic observation revealed the fracture surfaces of the split in the extension tubing of the red lumen were mostly rough and exhibited cracks/fissures and some beach marks, which are indicative of material fatigue. The tubing material of the red and purple lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the red lumen. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebt0682 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the provena catheter leaked from a pinhole between the hub and tubing. The line was removed. There was no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. No leaks were found in the purple lumen; however, a leak was observed emanating from the split in the extension tubing of the red lumen during pressurization. A microscopic observation revealed the fracture surfaces of the split in the extension tubing of the red lumen were mostly rough and exhibited cracks/fissures and some beach marks, which are indicative of material fatigue. The tubing material of the red and purple lumens were observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in the red lumen. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) of rebt0682 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the provena catheter leaked from a pinhole between the hub and tubing. The line was removed. There was no harm to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0682 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the provena catheter leaked from a pinhole between the hub and tubing. The line was removed. There was no harm to the patient.